Manufacturer narrative:
A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Engineering evaluation summary: an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. An IFU review is unable to be performed, as no details regarding a failure mode of the device were provided. A CAPA/scar/pra is not required as there is no confirmed product, or labeling non-conformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported and learned through investigation that a 23mm 3300tfx aortic valve in aortic position was explanted after an implant duration of six (6) years, one month due to endocarditis. The patient presented with fever and chills. The explanted valve was replaced with a 23mm 11500a inspiris resilia aortic valve, and patient was stable at the end of the procedure.

Event description:
It was reported that a 23mm 3300tfx aortic valve in aortic position was explanted after an implant duration of six (6) years, one month due to unknown reasons. The explanted valve was replaced with a 23mm 11500a inspiris resilia aortic valve.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was reported and learned through investigation that a 23mm 3300tfx aortic valve in aortic position was explanted after an implant duration of six (6) years, one month due to endocarditis. The patient presented with fever and chills. The explanted valve was replaced with a 23mm 11500a inspiris resilia aortic valve, and patient was stable at the end of the procedure.